Event description:
It was reported that the patient experienced bladder contractions, intense pain and urinary incontinence following a photoselective vaporization of the prostate procedure. Medications for the incontinence were used, but did not have any effect on the patient.

Event description:
It was reported that the patient experienced bladder contractions, intense pain and urinary incontinence following a photoselective vaporization of the prostate procedure. Medications for the incontinence were used, but did not have any effect on the patient.

Manufacturer narrative:
Corrected d6a. Implant date. Corrected g1: MFR site address 1, MFR site address 2, MFR site city, MFR site zip/post code, MFR site country. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.